Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were shown as offline on the screen, and the cabinet could not be found in remote smart service (rss). The customer confirmed that the facility was experiencing a network issue and that they were attempting to connect the cabinet to wifi. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer network configuration issue. The technical support specialist (tss) guided the user to verify the wifi driver via command prompt and confirmed no wifi driver was present on the station. Tss then guided the user to configure the drawer network adapter and disable the firewall. After rebooting the all in one (aio), drawers came back online. User login issues remained, and tss confirmed this was not a hardware issue and advised the customer to involve their information technology (it) department to address the network/authentication problem. The system functioned as intended after the technical support specialist (tss) investigated the issue.